Event description:
At 7:53 am on event date, the device was programmed to deliver 110 ml of levaquin at a rate of 100 ml/hr. At 8:32 am, the device was stopped. The device's display read vibi (volume to be infused)=44.4 ml, but the bag was empty. No patient injury occured.